Manufacturer narrative:
The lens was returned to b and l. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. Three of the haptic arms have been torn off and are missing. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. However, it is possible that patient-related factors (such as prior refractive surgery and chronic dry eye) may have caused or contributed to the patient's visual symptoms.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. However, it is possible that patient-related factors (such as prior refractive surgery and chronic dry eye) may have caused or contributed to the patient's visual symptoms.

Event description:
Additional information received from implant doctor: the event was described as "distorted, wavy vision left eye (os) since implant was inserted on (B)(6) 2014." The patient reportedly noticed a decrease in their vision. The lens was exchanged with another model lens on (B)(6) 2017. The patient has dry eye syndrome and meibomitis (inflammation of oil glands) ou. The patient current status is unknown as patient transferred to another doctor. Additional information from referring doctor: the lens was replaced with another model lens on (B)(6) 2017 due to dysphotopsia. The surgeon indicated the likely cause of the event is "lens optics not tolerable for patient."

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Reportedly, consumer complained of dissatisfaction with near and distance vision post lens implant. The lens was scheduled to be removed on (B)(6) 2017. The symptoms were described as "waterfall symptoms, letters and numbers jumping up and down when focusing on reading and chores, distance and reading always blurred." Reportedly, the doctor's diagnosis was "brain not telling lens to operate, give lens more time, wear a contact in right eye, muscle problem in left eye, eye dryness." The consumer indicated that a contact lens and eye drops were given but did not help. Additional information has been requested, but no additional information has been received.